Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had damage to the tip camera lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the objective lens had a crack. The light guide lens had a crack. The nozzle had foreign objects. Due to a cut on the bending section cover, water tightness was lost. The connecting tube had coating peeling. The plastic distal end cover had a scratch. The adhesive around the light guide lens was peeled. The adhesive around the objective lens was peeled. The objective lens had discoloration. The forceps channel port was shaved. The forceps elevator, lock engagement lever had a scratch. The forceps elevator knob had a scratch. The upward/downward and left/right angulation control knobs had a scratch. The protector of the universal cord on the suction connect side had a scratch. The connecting tube had discoloration. The light guide cover glass had a scratch. The scope cover had a scratch. The suction connector had corrosion. The universal cord had a wrinkle. The suction connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration and a scratch. The electrical connector had discoloration due to water leakage. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a scratch on switch 1, water tightness was lost. The switch box had a scratch. The connecting tube had a wrinkle. The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility. Conclusion: the root cause could not be identified, and the foreign substance could not be identified from the acquired information. Olympus will continue to monitor the field performance of this device.